Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported noticing that the pump was dead during an infusion set change. Patient stated the pump did not respond to any pressing of any buttons. Patient reported changing the battery; without success. Patient stated he noticed the battery spring was loose. No adverse event reported. Requested return of the alleged infusion device for evaluation.